Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose level was 175 mg/dl. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.